Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported material rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified, 90% stenosed, de novo lesion in the proximal to mid left anterior descending (lad) coronary artery. The 3.5x15 mm trek rx balloon dilatation catheter (bdc) was advanced to the mid lad without resistance for pre-dilatation and during the first inflation at 12 atmospheres the balloon ruptured. The bdc was removed and replaced with a non-abbott bdc. The procedure was completed with deployment of a non-abbott stent. The proximal lad was successfully pre-dilated with a non-abbott bdc and a 2.5x28mm xience alpine was deployed. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.